Manufacturer narrative:
Per the dexcom user guide: once you stop your sensor session, you won't be able to restart it. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. Reportedly, the customer attempted to stop and then start the sensor again. Tandem customer technical support educated customer on properly stopping a sensor session.